Event description:
Additional information received confirming that the physician previously treated the patient by performing a fenestrated endovascular aortic repair (fevar) on 18 dec 2018. In addition, clinical assessment determined that the patient's aortic neck was off-label at the time of initial implant, and the reported type iiia endoleak was refuted. This report is only for the bifurcated stent graft. Reference MFR. Report # 2031527-2018-00868 for the reported to the proximal extension (suprarenal aortic extension).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported event of type iiia endoleak, as the overlap was sufficient at approximately 4.4cm without a leak at the superior stent margin of the bifurcated stent. In addition, there was reasonable evidence to suggest the following which were not part of the reported event: type iiib endoleak of the bifurcated device with stent cage dilation of 40%. Procedure-related harms cannot be determined. The reported type iiib endoleak is most likely device-related due to the use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device codes - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, a type 1a endoleak was detected and treated on (B)(6) 2016; reference MFR. Report # 2031527-2016-00575 for patient identifier (B)(6). Then approximately another two (2) years later, a type 3a endoleak with lateral shift of the main body was detected by CT scan. The physician plans to re-intervene and will continue to monitor the patient. There have been no additional patient sequelae reported.